Event description:
The customer reported the system is producing x-rays but is not producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps2 power supply and transformer. System operates as intended. (B) (4).